Event description:
Report received indicated that a percutaneous transluminal angioplasty (pta) to the left common iliac artery using an ipsilateral approach was performed, however, during procedure the target site was lost requiring vessel reentry. The vessel was moderately tortuous and calcified with 80% stenosis present. The product was prepped per instruction for use (IFU). A radifocus guidewire was inserted across the lesion via sheath introducer without any difficulties. The stent delivery system (sds) was advanced towards the lesion over the guidewire through the sheath introducer. The stent was successfully deployed, however, when retrieving the sds resistance was met with the guidewire and sds could not be moved. Therefore the sds and guidewire were removed simultaneously. Subsequently a balloon catheter was used for the post-dilatation and the procedure was successfully completed without any adverse consequence to the patient. This product has been returned for evaluation and testing, however, the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni